Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a calibration problem. It was indicated that the touch screen connector required a cleaning and reseating. It was also indicated that the stylus cable was damaged but still functional. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration problem. The programmer was returned for service. There was no patient involvement.